Event description:
It was reported that the patient presented in the emergency room after receiving shocks. During device interrogation, multiple vf episodes were registered but no egms could be retrieved. It was concluded that svt episodes had overwritten the vf episodes due to device programming and therefore irretrievable. The physician could not determine if the shocks were appropriate or not. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.